Event description:
Eye infection that would not clear up - difficulty seeing, red, watery eyes - had to wear glasses for extended period as infection would not clear up. Frequency: daily use. Dates of use: 1995 - 2007 approx. Diagnosis: to clean & soak lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.